Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked total parenteral nutrition (tpn) from the y-port (clearlink) connection. This was observed during use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.